Event description:
Reportable based on device analysis completed on 14dec2022. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The 2.50 x 38 promus premier stent was advanced for treatment but could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the stent was missing from the delivery system catheter and the site could not provide information on when this occurred.

Manufacturer narrative:
The promus premier ous mr 38 x 2.50 stent delivery system (sds) was returned for analysis. The stent had been deployed from the balloon and was not returned for analysis. A visual and microscopic examination of the balloon identified that the balloon had been inflated. There was evidence of contrast media present inside the balloon. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found no issues. A visual, microscopic and tactile examination of the outer and mid-shaft section identified a kink in the extrusion. The kink was located just proximal to the guidewire exit port site.